Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom cgm transmitter ID entry error led to no glucose readings on the ilet, while readings were visible in the dexcom app; the user was guided to correct the ID, restart the ilet, and re-pair the sensor, after which readings appeared and the ilet reconnected, with glucose returning to range. Symptoms included concern for hyperglycemia risk, with ketone monitoring and hydration performed; no adverse clinical effects were reported. Outcomes included temporary interruption of automated insulin delivery and administration of manual insulin injections, without hospitalization or medical intervention beyond home management. Investigation included review of device logs and user guidance to re-pair and restart the system. Investigation of this case revealed a pairing failure between the cgm and the ilet consistent with a use-related transmitter ID entry error, with no device malfunction identified once the correct ID was entered and the device restarted. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to temporary loss of cgm data to the ilet.